Manufacturer narrative:
Zyno medical has received the investigation report from the contract manufacturer on 04/28/2017. The conclusion is that the user-reported complaint could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00009).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the failed IV sets. A quality alert has been sent to the contract supplier on 01/10/2017 proactively. The manufacturer will follow up with the investigation.

Event description:
The user reported "it has been a little while where things have been uneventful but today I had the same ongoing issue with a tubing set and a faulty backflow preventer.... Set primed with saline. Secondary attached to patient with dexamethasone. Infusion completed normally. Entire set disconnected while a different medication was infused. After that medication finished, secondary changed from dexamethasone to famotidine. Once clamp on secondary undone on famotidine and I was preparing to reconnect set to patient it was noted that famotidine was quickly running down the line and primary ns bag bubbling/level in drip chamber rising. This happened before it was connected to patient so no one was injured. Set was removed from use and patient was started with a new line and medication bag was replaced with a new one so no drug was missed. "